Manufacturer narrative:
The evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated twice with no stents found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure. The trocar was likely heavily biased outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, and fracturing the trocar. Following the manufacturing review, it is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that patient anatomy was a contributing factor. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon experienced compromised visibility intraoperatively, secondary to heme following implantation of one (1) of the two (2) stents from a trabecular microbypass stent system. As a result of obstructed intraoperative view, the surgeon believed to have dragged the trocar across the trabecular meshwork (tm), causing the trocar to break. Per report, the trocar remnant was removed intraoperatively using forceps without patient injury. In addition, the report noted that patient anatomy contributed the reported event, and the second stent was not implanted due to increasing compromised visibility intraoperatively. Additional information has been requested.